Event description:
The pt called alleging low readings on the lifescan (lfs) meter. The pt obtained a blood glucose reading of 6.9 mmol/l and less than 10 minutes later tested in the lab and rec'd a 9.8 mmol/l. The pt did not experience any symptoms at the time of testing. The pt did not seek medical attention or contact a physician for assistance. The test strips were in good condition and not expired. The test strip vial was cracked. The pt did not have control solution to check the test strips. The technique of applying blood on the test strip was correct. Customer services replaced meter and test strips. The complaint is being reported as a malfunction, since the test strip vial was cracked. A cracked test strip vial can lead to false blood glucose readings.